Manufacturer narrative:
(B)(4). Device history review: the actual device was not returned for evaluation; therefore, the reported condition was not confirmed. However, a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the lower button of the compact air drive device for unscrewing was not working properly. It was further reported that the device had lack of power. It was reported that the device was tested with a different device; however, the issue persisted. It was not reported if there was a delay to the surgical procedure. It was reported that the procedure was completed with the same device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.